Event description:
Mother reported pt's belly was normal looking upon the start of the ccpd treatment. Per mother, pt does not typically drain in drain 0. After fill 1 of 330 ml, mother stated that the pt was more fussy than usual. She took the blanket off his body and noticed his belly was "huge and hard." She then put him in drain and obtained 1140ml, per tech support call. When speaking with the mother, she did not remember the drain amount but thought it was about 1,800 ml. The mother called the nurse on call who advised her to continue with treatment. Mother stated they were no problems for the rest of treatment. At the end of treatment, there will be at least 1 liter in each solution bag. At the end of this treatment, per mother there was no solution left. The cycler was replaced. The mother reports the pt is doing fine with the replacement cycler.

Manufacturer narrative:
Pt's mother stated pt was being "fussy." (B)(4).